Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device had unresponsive buttons due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted. Also, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the operating current, unexpected restart error, self test and displacement test or verify low battery alarm due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had crack near reservoir diminished battery life and buttons were hard to push. The insulin pump will not be returned for analysis.